Event description:
The reporter stated that the catheter that was being inserted in the operating room would not produce a waveform on the monitors. It was removed and another catheter was introduced. The procedure time was prolonged by about thirty minutes. To date, the pt's outcome has not been adversely affected by the incident.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.